Manufacturer narrative:
Initial and final (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that patient faced five infusion set cannula kinked event on 20-oct-2024, 21-oct-2024, 23-oct-2024, 26-oct-2024 and 29-oct-2024. The event occurred three or more hours after insertion. The insertion site was upper arm for 2 events and abdomen for another 2 events. The infusion set was in use for one to two days. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.